Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken striated assessed, as to surgical damage. And missing piece of the shell assessed, as to inconclusive. Additional observations: crease flat observed, in the device. Brown particles observed, in the surface of the shell. Wear abrasion observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "rupture". The device has been explanted and replaced.